Event description:
The facility reported an infusion pump with failure code 810:11 on channel a. The event was reported to have occurred during bio-med testing. The hosp rep stated they have no record of any pt injury or medical intervetnion. No add'l contact info was available.

Manufacturer narrative:
Eval summary: eval was completed and the customer's reported condition of the failure code 810:11 was confirmed. During inspection of the device, the air-in-line printer circuit board was found to be out of specification causing the failure code 810:11.